Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented in-clinic with discomfort as the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock. As a resolution programming changes were made. The patient condition was stable.